Event description:
New information received notes the patient was admitted two days before explant due to lead dislodgement and pain.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported patient presented to the ER two days post-implant with difficulty breathing. Patient was diagnosed with pneumonia. Device was interrogated, and non-capture was noted. Patient was discharged four days later. During a follow-up visit, non-capture was still noted. Pericardial effusion was observed. Lead was explanted and replaced. Patient was stable after event.